Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was set to the wrong language. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015, at 11:30pm. The patient manages her diabetes by self-adjusting her insulin doses and stated that on (B)(6) 2015 at 11:00pm she had administered "14 units of humulin r insulin." The patient detailed during the follow up call that she "could not understand the results because they were in a different language and had to guess how much insulin to take because of the alleged issue. The patient reported that at an unspecified time her "sugars went up" and that at 12:30am on (B)(6) 2015 she presented at an emergency room (ER) where she was treated by a healthcare professional (hcp) with IV fluids and that at 01:30am she had a blood glucose test performed on a lab device which gave a result of "close to 800". The cca noted that the issue was resolved with troubleshooting. Replacement products were sent to patient. This complaint is being reported as the patient received medical intervention from a hcp for a blood glucose excursion and developed signs suggestive of a serious hyperglycemic event after the alleged meter issue occurred.